Event description:
It was reported that on (B)(6) 2011 the right atrial lead exhibited elevated thresholds. On (B)(6) 2011 a lead fracture was suspected. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.